Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the volume cylinder to resolve the issue and completed the pm. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) by a getinge service territory manager (stm), the volume cylinder of the cs300 intra-aortic balloon pump (iabp) was unable to be adjusted during autofill calibration. There was no patient involvement and no adverse event was reported.